Event description:
It was reported that short segment of wire in right lower lobe pulmonary artery, likely related to prior PICC line placement. On (B)(6) 2022, PICC was inserted in ICU. Chest x-ray taken post insertion. On (B)(6) 2022, patient presented to hospital complaining of abdominal pain. PICC removed. On (B)(6) patient represented to hospital for similar complaint on (B)(6) 2022 presentation. On (B)(6) 2023, CT abdo / pelvis performed. Report showed an incidental finding of a ¿short segment of wire in right lower lobe pulmonary artery, likely related to prior PICC line placement¿. A ctpa was taken for further investigation and reported ¿a threadlike high attenuation foreign body with metallic density measuring 23mm in length and 2.2mm in thickness situated within the proximal segment of the right lower lobe medial subsegmental pulmonary artery. It is likely to be dislodged from previous intravenous / surgical procedure¿. A re-check of chest x-ray done on (B)(6) 2022 shows the foreign body. The hospital stated that the foreign segment has been removed by another facility and was discarded.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. H3 other text : device not returned for evaluation.

Event description:
It was reported that short segment of wire in right lower lobe pulmonary artery, likely related to prior PICC line placement. On (B)(6) 2022, PICC was inserted in ICU. Chest x-ray taken post insertion. On (B)(6) 2022, patient presented to hospital complaining of abdominal pain. PICC removed. On (B)(6), patient represented to hospital for similar complaint to on (B)(6) 2022 presentation. On (B)(6) 2023, CT abdo/pelvis performed. Report showed an incidental finding of a ¿short segment of wire in right lower lobe pulmonary artery, likely related to prior PICC line placement¿. A ctpa was taken for further investigation and reported ¿a threadlike high attenuation foreign body with metallic density measuring 23mm in length and 2.2mm in thickness situated within the proximal segment of the right lower lobe medial subsegmental pulmonary artery. It is likely to be dislodged from previous intravenous/surgical procedure¿. A re-check of chest x-ray done on (B)(6) 2022 shows the foreign body. The hospital stated that the foreign segment has been removed by another facility and was discarded. Additional information received 8/14: it was reported on (B)(6) 2023, patient underwent a right heart catheterization and percutaneous removal of foreign body procedure. Successful snaring and retrieval of wire fragment in right pulmonary artery branch. Small (~5mm) residual fragment is embedded in vessel wall and cannot be retrieved percutaneously. Patient was discharged home the following date. Patient presented on (B)(6) 2023 to ed with aspiration event/coughing. Nil further known at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.